Event description:
It was reported that the patient received an "inappropriate shock" due to t-wave oversensing, and that therapy was withheld in one episode by the algorithm but not for the other. The lead and device remain in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)-the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one episode of ventricular fibrillation with an average ventricular cycle length of 210 milliseconds on (B)(4) 2012 22:20:24. ((B)(4)).